Manufacturer narrative:
This correction report is being filed to amend section h:6: impact codes. Added f23: unexpected medical intervention.

Event description:
It was reported that this implantable device exhibited noise, oversensing, inappropriate shocks, and low amplitude measurements. After the first shock, the device was reprogrammed. Then another inappropriate shock occurred. The device was programmed to a different sensing vector. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information received reported that a battery depletion (bd) error was observed. Additionally, another inappropriate shock was delivered. Technical services noted that the patient had received inappropriate shocks in all sensing vectors. The physician elected to turn tachycardia therapy off. No additional adverse patient effects were reported. The device remains implanted. Additional information received reported that device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the device replacement interval. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable device exhibited noise, oversensing, inappropriate shocks, and low amplitude measurements. After the first shock, the device was reprogrammed. Then another inappropriate shock occurred. The device was programmed to a different sensing vector. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information received reported that a battery depletion (bd) error was observed. Additionally, another inappropriate shock was delivered. Technical services noted that the patient had received inappropriate shocks in all sensing vectors. The physician elected to turn tachycardia therapy off. No additional adverse patient effects were reported. The device remains implanted. Additional information received reported that device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed the device replacement interval. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable device exhibited noise, oversensing, inappropriate shocks, and low amplitude measurements. After the first shock, the device was reprogrammed. Then another inappropriate shock occurred. The device was programmed to a different sensing vector. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information received reported that a battery depletion (bd) error was observed. Additionally, another inappropriate shock was delivered. Technical services noted that the patient had received inappropriate shocks in all sensing vectors. The physician elected to turn tachycardia therapy off. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this implantable device exhibited noise, oversensing, inappropriate shocks, and low amplitude measurements. After the first shock, the device was reprogrammed. Then another inappropriate shock occurred. The device was programmed to a different sensing vector. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The device remains in service.